Event description:
It was reported that bd maxplus pressure rated extension set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that they are seeing similar issues as leaking from the end of the j-loop and then from the cap.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.